Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 576 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.